Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission.

Event description:
It was reported that during a surgical procedure using a cardiovascular pack, the bag of the incise sheet tore off and medical instruments fell to the floor. The customer believes this was an issue with the adhesion of the pockets. The customer attached the bag using other devices. This occurred during a cardiovascular procedure. There was a 30-minute surgical delay in procedure.

Manufacturer narrative:
The current inventory of the complaint drape was checked and a retained sample was tested to evaluate the adhesive performance under simulated conditions. The hot melt adhesive patterns were inspected and found to be properly placed, continuous, and strong enough to adhere the pockets and drape. A weight of approximately 3.3 lb. Was placed inside each pocket to simulate normal use. After one hour, there was minor detachment observed in small areas of both pockets; however, the pockets remained functional and continued holding the weights. After seven hours, the right pocket showed two additional openings in the adhesive pattern. The left pocket showed one small and one larger opening. Despite this, the weights were still being held in place. The device history record was reviewed for the complaint lots manufactured. The documentation indicates the lot met all manufacturing and product specifications required prior to release. No rework or special conditions were reported. Prolonged testing showed some gradual adhesive loosening over time, though it did not result in functional failure. An internal nonconformance record (qnc-no3-25-00116) was created to determine if any corrective actions should be taken based on test results. There is no trend for detachment issues on drapes for at least 10 years, this is the first time this incident has been reported in that period. Notification of this incident was sent to manufacturing personnel. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.